Event description:
It was reported the ipg was unable to communicate with the external devices as of (B)(6) 2020. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.